Manufacturer narrative:
(B)(4).

Event description:
Quest received a report from a perfusionist regarding an mps cardioplegia delivery set with arrest with additive cassette, product code 5001102. The customer reported that while priming for a case, the console alerted that the disposable would not pass the 60% leak test. The perfusionist decided to use the disposable for the case. The case was completed without further incident or error codes.